Event description:
It was reported that the patient presented for follow-up with the right atrial lead dislodgement confirmed via chest x-ray. The patient was scheduled for revision, and the lead was explanted and replaced. The patient was stable.